Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she was experiencing constant pain and discomfort at her ipg site. The patient stated she turned off her stimulation and she is still experiencing the pain. The patient was advised to contact her physician.